Event description:
A surgeon reported an inaccuracy when using the navigation system. The bottom of the nasal passage, up and down link 3 to 4mm incorrectly, also the nasopharyngeal rear wall is inaccurate. However, when accuracy is checked from the skin between the eyes, accuracy is good. There was no patient present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Medtronic representative, trouble-shooting with the surgeon, walked through registration and tracer techniques using navigation system protocol. Accuracy increased and issue was resolved. No patient files/scans/exams have been returned to manufacturer for evaluation. No further issues have been reported. No patient files/scans returned.